Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It is suspected that the image processor circuit board is defective. A replacement will be installed. No add'l problems are anticipated once the repairs are affected. A follow up report will be filed if add'l details become available.

Event description:
It was reported that the sys 9600 would not fully initialize. There was no adverse pt involvement reported. There was no pt info reported.